Event description:
Reportedly, the subject pacemaker was implanted with unknown leads on (B)(6) 2012. During the follow-up performed on (B)(6) 2018 a sudden discharge of the battery was observed. The subject pacemaker was thus explanted on (B)(6) 2019.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted with unknown leads on (B)(6) 2012. During the follow-up performed on (B)(6) 2018 a sudden discharge of the battery was observed. The subject pacemaker was thus explanted on (B)(6) 2019.